Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The xience alpine everolimus eluting coronary stent system instructions for use states: although the safety and effectiveness of treating more than one lesion per coronary artery with xience alpine stents have not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure/user error. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, additional information was received. The procedure was to treat two lesions in the rca (mid and distal). The xience alpine stent was treating the distal lesion and could not go through the previously implanted stent in the mid rca. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified mid left anterior descending artery (lad) that did not have tortuosity. An unspecified stent was implanted in the proximal part of the mid lad and then a 2.5 x 15 mm xience alpine stent was advanced through the implanted stent to be implanted distally to it in the lesion. However, the device failed to cross the distal part of the mid lad since it met resistance with the implanted stent. The alpine stent then dislodged from its stent delivery system balloon when the device was removed from the anatomy. Therefore, a 1.5 x 20 mm trek balloon dilatation catheter was used to dilate and expand the alpine stent at 20 atmospheres inside the implanted stent to fully appose it and complete the procedure. There was no adverse patient sequela reported. No additional information was provided.